Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio flex meter displayed inaccurately erratic results. The complaint was classified based on the original customer service representative (csr) documentation and additional information obtained following a review of the call. The patient claimed that the meter was reading erratically high on (B)(6) 2017, when he obtained alleged inaccurate blood glucose results of ¿424 and 442 mg/dl¿. Based on statistical methodology, the calculated difference between the reported results meets lfs¿ precision criteria. The patient manages his diabetes with insulin which he self-adjusts. He reported that he administered (B)(4) units of rapid insulin based on the results on the meter and one hour later developed symptoms of ¿sweating and rapid heart beating¿. He reported that he consumed ¿some sugar¿ to ¿control the symptoms¿. He indicated that after he recovered, his wife gave him another dose of insulin. He reported that at around 3am on (B)(6) 2017, he obtained a blood glucose result of ¿232 mg/dl¿ using another (unspecified) device. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient¿s blood glucose results had been taken from the same approved sample site. The patient described the correct testing steps. He reported that his test strips had been stored correctly in an intact vial and were within expiry date. He did not have control solution to test the meter and test strips. The patient tested the meter again while on the phone and obtained blood glucose results of ¿171 and 144 mg/dl¿. These results meet lfs¿ precision criteria. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.